Manufacturer narrative:
The device was returned to abbott vascular for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material separation appears to be related to circumstances of the procedure. It is likely that an interaction with patient anatomy or the suture being pulled until it breaks contributed to the reported suture retrieval issue. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: (B)(6). Corrections: b3 - date of event: updated from 10/27/2024 to 10/26/2024.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1: (B)(6).

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional thoracic aortic aneurysm (taa) procedure. Reportedly, after removing the plunger a link break occurred with a prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 22fr sheath and the taa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.